Manufacturer narrative:
Based on the available information and the evaluation that was performed thus far, the complaint concerning spots/bubbles in or on the cannulas has been confirmed, but the root cause is still under investigation. This report is scoped in relation to complaint (B)(4) that had unused units returned from the user and units reviewed at the manufacturer. Three returned units were tested from other lots; all showed bubbles/spots inside the tubing that could not be removed or moved. No external particulate was found, and all three devices showed the same condition. The condition found aligns with the images provided by the customer. Additional testing on retained and inventory samples found a similar condition. The engineering investigation is ongoing, and further results will be shared in a timely manner. A production records review confirmed that good documentation practices were followed, and no nonconformances or deviations associated with this work order were identified. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an appearance of spots in or on the tubing of some ezs21ta cannulas was discovered at a customer facility. After seeing this in a procedure (possibly more than one procedure), some unused cannulas were also found with a similar appearance. There was no patient harm or procedural impact noted for the used device(s). The used and unused devices were returned for evaluation. The scope of this report is limited to the devices reported under lot 500866.